Event description:
It was reported that the duodenovideoscope elevator does not operate during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.